Event description:
It was reported that during set-up a mdu´s handpiece was getting hot. There was a back-up device available and no delay was reported. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found discolored cable, missing soak cap and broken lanyard. A functional evaluation was performed on the returned device and a stuck button causing a handpiece error was found. No overheating was noted a review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The failure of a stuck button was confirmed, and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.